Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose level was impacted above 600 mg/dl. The customer took boluses via the pump to stabilize bg level. Reportedly, the customer had filled with cold insulin. In addition, it was reported that a cartridge alarm 25 and a cartridge alarm 1 had occurred during the load process. The customer reported to experienced a bg level of 72 mg/dl earlier. The customer consumed food and stated to be unsure of what caused the bg level. The customer declined to troubleshoot with tandem technical support.